Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect was not provided at the time of this report. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this c omplaint. All materials used during the assembly met current specifications. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. No corrective actions can be assigned at this time. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges while trying to put a patient on heated aerosol (large volume nebulizer),the device failed to perform up to 10l/min of flow. Alleged issue reported during patient use. There was no patient harm reported.

Event description:
Customer complaint alleges while trying to put a patient on heated aerosol (large volume nebulizer),the device failed to perform up to 10l/min of flow. Alleged issue reported during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). One (1) unit of code 031-28 batch 74m1700746 was received for analysis. Visual inspection of the sample found it in the original package with the insert p/n lbl005330 r01 included which shows the batch no. 74m1700746. No signs of use were observed due the original packaging remains unopened. No other issues were found. Functional testing was performed using a dual station lift test (tp-0258 revision 05), general pull and push test procedures (tp-0148 revision 20) and oxygen entrainment test (tp-0041 revision 25) with no functional issues. Customer complaint was not confirmed, since the sample received was found within functional specifications. Teleflex will continue to monitor customer feedback on complaints of this nature.